Manufacturer narrative:
(B) (4). Results and conclusions: calcified lesion, thrombosis.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 12mm, diameter 3.0mm was used to treat a calcified lesion in a patient's proximal lad. The stent was post-dilated with an nc sprinter balloon. No issues were reported during index procedure. It was reported that a stent thrombosis occurred approximately 7 weeks post procedure. It was reported that there was a question as to whether there was under expansion of the stent due to calcification. Revascularization was performed. A new stent was implanted. Patient was reported to be fine post procedure and no clinical sequelae had been reported. The stent delivery system was not returned to medtronic for evaluation.